Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an ischemic stroke occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device was successfully implanted with no leak noted. The patient was discharged on warfarin. In (B)(6) 2016, the patient had a 45 day follow up transesophageal echocardiogram (tee) which showed no issues with the device. There was no flow around the device and it appeared well positioned and well healed. There was no thrombus note and warfarin was stopped at that time. In (B)(6) 2017, the patient presented to the hospital with left sided facial droop, aphasia and lower extremity weakness and was diagnosed with an ischemic stroke. A computed tomography (CT) of the head showed no acute intracranial findings, cta of the neck showed known total occlusion of the left internal carotid artery (ica) at the carotid bifurcation but no flow-limiting stenosis of the right ica. A tee was performed which showed the closure device was well seated without evidence of atrial thrombus or peri-device leak. The patient had been taking 81 mg aspirin at the time of the stroke. The patient had stopped taking plavix about two weeks prior to the stroke per protocol and recurrent epistaxis. The patient's aphasia and lower extremity weakness improved. His hemoglobin also improved (from 7.0 up to 9.5 after 2 unit transfusion). A physical therapist recommended acute rehabilitation. The patient resumed aspirin and plavix was added back to his regimen. A repeat CT was done prior to discharge that showed no acute findings. He will have a repeat tee in 6 months.